Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6) stating that the cutter will not secure into the device. The device was not used in surgery. No injuries or medical intervention were reported. No additional information available.